Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after removing the device, a small burn was noted at the trocar site. Bacitracin ointment was applied to site. The user believes the device was cracked and electrocautery was used through the device. There was no further pt consequence.